Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead revealed increased thresholds due to lead dislodgement. A revision procedure was performed; the lead was attempted to be removed, however, the helix could not be retracted. Therefore, the lead was deactivated and replaced. Four days later, the new rv lead exhibited exit block. The decision was made to perform another revision procedure and explant the lead. In addition, the chronic rv lead was explanted and a new competitor lead was successfully implanted. The two explanted leads were returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual observation noted that the helix was extremely stretched; most likely a result of induced handling damage. In addition, the piston on the helix of the lead indicated that the helix was fully retracted. A stretch in the helix can cause the helix to appear as not fully retracted.